Event description:
In 2009, the patient reported that she found an air bubble in her insulin cartridge and her blood glucose was elevated to 268 mg/dl. Her preferred blood glucose range is 80-100 mg/dl. She stated that she allows insulin to reach room temperature prior to use. She completed 3 prime cycles of 25 units and successfully removed the air bubbles from the system. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.